Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy¿ drug-eluting stent was selected to treat a lesion. However, during preparation, it was noted that the stent dislodged from the balloon. The device was not used inside the patient and the procedure was completed with another 2.25 x 20 synergy¿ drug-eluting stent. There were no patient complications reported.